Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had gone off. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the contacts on the battery cap were neither missing nor damaged and battery compartment was neither damaged nor corroded. Customer assisted with troubleshooting, however display did not returned after insulin pump restart. Customer stated that the insulin pump was not exposed to moisture. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert the back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the displacement test, sleep current measurement, active current measurement and self test or verify failed battery test due to the blank display. Moisture damage was also found on the motor and force sensor during visual inspection. Device received with cracked case on the back at the battery tube threads and cracked keypad overlay at select button.